Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) and/or if additional information is received. Per the information provided by the initial reporter, the broken piece was successfully retrieved from the pt.

Event description:
It was reported that while dissecting the lymph node during a da vinci s total hysterectomy procedure, the surgeon noticed the yellow distal portion of the permanent cautery hook instrument break and fall inside of the pt. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No additional pt harm, adverse outcome or injury was reported.